Event description:
A malfunction alarm with code malf 16 was reported. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to use multiple daily injections as backup therapy and to put the malfunctioning pump into storage mode before returning it via a pre-paid label. A replacement pump was arranged for shipment.